Event description:
The clinician accomplished the difficult intubation of a 2.5mm uncuffed endotracheal tube with a sims stylet. The clinician experienced difficulty removing the stylet from the endotracheal tube. Once removed, it is alleged that approximately 1 to 1 1/2" of the distal outer stylet coating had detached from the stylet wire and lodged in the endotracheal tube. The endotracheal tube was extubated and the entire detached portion of the coating was found inside the tube. The pt was reintubated with another endotracheal tube without a stylet and there was no pt compromise.

Manufacturer narrative:
Sims portex inc performed bench testing in attempts to duplicate this event. Sims was able to reproduce the failure mode (the distal end of the stylet coating detaches from the stylet wire) by: a) pinching or abrading the stylet against the edges of the 15mm connector of the endotracheal tube during removal of the stylet. B) bending the endotracheal tube and or 15mm endotracheal tube connector at acute angles during removal of the stylet. Sims portex inc has concluded that this device would not typically be subjected to the conditions listed above which were required to duplicate the failure mode. Sims portex inc is in the process of adding instructions for use to this device with precautions against performing the above actions.